Manufacturer narrative:
Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and pillowing keypad overlay. Reservoir unable to lock into place and unable to perform displacement test due to missing reservoir tube retainer/o-ring.

Event description:
The customer reported via phone call that the reservoir lip ring or part where the reservoir goes in insulin pump was chunk off. The customer¿s blood glucose level was 225 mg/dl. The customer also reported that the reservoir was able to lock in place when inserted in insulin pump. The insulin pump will be returned for analysis.